Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. Regardless, in the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact person reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis four weeks prior. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated the patient experienced peritonitis four weeks prior, but she was cured. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage.there were visual indications of dried fluid within the cassette compartment on the pump.there were visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.system air leak test passed.valve actuation test passed.the teach pumps test passed. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures.there were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact person reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis four weeks prior. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Multiple attempts were made to acquire further details concerning this patient¿s infection; however, no additional information was obtained. As a result, additional patient demographics, temporal relationship to pd therapy, root cause of this infection, treatment details and the patient¿s current disposition remain unknown. In the intake, it was stated the patient experienced peritonitis four weeks prior, but she was cured. There was no indication this event was related to the performance of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation that a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s peritonitis.